Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. It was mentioned that soft tissue impingement may have contributed to the issue however this could not be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00434901013 64655037 humeral stem 10 mm stem diameter 130 mm stem length; 115397 834330 comp rvs cntrl 6.5x35mm st/rst; 180550 274630 comp lk scr 3.5hex 4.75x15 st; 180551 458610 comp lk scr 3.5hex 4.75x20 st; 180553 698690 comp lk scr 3.5hex 4.75x30 st; 20800000011 65020243 cas fixation pin 3.2d x 80mm sterile; 405800 462040 comp. Rev shldr 9 in steinmann; 405883 930840 comp rvs 3.2mm drl; 405889 555490 comp rvs 2.7mm dia drl; the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat: unknown baseplate lot: unknown cat: 115310 lot: 160140 comp rvrs shldr glnsp std 36mm cat: 00434903603 lot: 64596739 poly liner plus 3 mm offset 36 mm diameter foreign- (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01851.

Event description:
It was reported that the glenosphere taper did not engage properly into the baseplate and disassociated as a result. The patient underwent a revision procedure four days post initial surgery to correct the event. Possible soft tissue impingement. No additional patient consequences were reported.